Event description:
The complaint alleges that the handle gets very hot once the batteries are installed and the light is engaged. The alleged defect occurred prior to pt use during functionality testing. There was no report of pt harm or injury.

Manufacturer narrative:
The sample was returned for evaluation, however, the investigation was not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.